Event description:
A customer reported that the equipment turned off on its own during a procedure. Following a delay of more than 15 minutes, the procedure was able to be completed with the same equipment and accessories with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported event. The company rep performed cleaning of the cables and connectors of the power supply. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 34 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).